Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath was selected for use, visible air was found, device was replaced and procedure was completed. No patient complications were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during insertion for a pulse field ablation (pfa) procedure a faradrive steerable sheath (clear) - ous was selected for use, visible air was found, device was replaced and procedure was completed. No patient complications were reported. Device is expected to return. It was further reported that as the faradrive was inserted in the femoral access, there were continuous air bubbles coming through the tubing connected to the 3 way stop cock. The physicians attempted to aspirate several times, but the issue persisted. It was replaced with a second faradrive which had the same issue. Air was seen in the sheath after insertion to the femoral access. No air was seen in the patient. Bubbles were observed in the flushing line. One device has been shipped back, and the other one was discarded.